Manufacturer narrative:
The returned rad-g was investigated. Heat damage was observed on the interior and exterior of the device with more severe damage near the battery. Although we were not able to determine the exact cause, the source of heat was potentially a battery failure. The rad-g was unable to power on and was non-functional. The power cord was not returned with the device.

Event description:
The customer reported the device started to smoke. There was no patient impact or consequence reported.

Event description:
The customer reported the device started to smoke. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits; phone number is as follows: (B)(6).